Event description:
Customer reported a past low blood glucose event with a lowest level of 47 mg/dl. Low bg cause was not known. Customer consumed carbohydrates as a treatment. Customer was instructed to call back if the issue persisted.